Event description:
During a fistulagram procedure under fluoroscopy, it was noted that an existing unrelated stent, was fractured and hanging. The fractured stent was placed approximately two months earlier. Since the current procedure did not disrupt or intercept, the stent was left undisturbed as to not dislodge portions.